Event description:
According to the reporter: cerebrospinal fluid leak rates for patients who underwent microscopic and endoscopic endonasal transphenoidal surgery with and without the use of the sealant. (B)(6).

Manufacturer narrative:
(B)(4).